Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient would be having their implant redone as they were in pain at the ins site when sitting down since implant on (B)(6) 2015. The patient had pain when sitting as well as when driving their car. The patient thought the stimulation was causing them pain. The patient had not turned stimulation off to see if the pain stopped. The patient also had not had any symptom control. The health care provider (hcp) informed the patient that they were willing to place the battery on the opposite side to minimize the pain when sitting down. The hcp either wanted to remove the implant or move it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No diagnostics, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the health care provider (hcp) reported that the patient saw the manufacturer representative and was reprogrammed and retaught and the machine was turned off, with no difference. The cause of the patient's lack of symptom control and pain at the ins site was unclear. The patient's lack of symptom control and pain had not been resolved. The patient was now trying peripheral tibial nerve stimulation (ptns). The patient's device was not explanted.